Manufacturer narrative:
Physio-control did not receive the device for evaluation. The reported issue could not be verified and the cause could not be determined.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device display was completely white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.